Event description:
As reported, (B)(4) 2015, a patient of unknown age and gender underwent a PICC removal post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The patient suffered no harm of injury due to the event. It was reported that disposable devise is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of leaking from the extension leg could not be confirmed. The root cause for the reported defect is unknown. A review of the lot history records was performed for any deviations related ot the reported defect of all complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).